Manufacturer narrative:
Additional information provided in a.2., b.6., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The logfile shows twelve successfully performed treatments on that day. The reported treatment could be identified in the logfile. The measured energy was stable. The logfile shows that the reported treatment was performed successfully without interruptions. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified after surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. Based on the provided clinical review from local clinical application specialist the applied treatment might have not been the most appropriate treatment type for the patient. This was not further elaborated. No root cause for the customers reported event could be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported refractive surprise with post operative spherical equivalent was greater than one diopters in the right eye of the patient after lasik surgery. There are multiple related reports for this facility. This report addresses patient rm, right eye and additional manufacturer reports will be filed for the other patients.